Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed, and the findings did not replicate or confirm the reported frayed cable issue. The instrument was found to have burrs at the midpoint of the grip tips. The grips were not found to be bent, and additional damage was not found at the distal end. Components adjacent to the indented grip tips did not show damage. Additional unrelated observation not reported by site: the instrument was found to have blade damage at the middle of the blade. Both blade edges were indented. The cut test could not be performed, but the instrument was placed on the system and was recognized. The probable root cause for the reported frayed cable could not be determined based on failure analysis results. Correction(s): d4. Lot number: k10240711 0008. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for field action# isifa2024-09-c, as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.